Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.